Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti tachycardia pacing (atp) and five shocks for a 1:1 rhythm, and it was questioned if the shocks were appropriate. It was noted that therapy was exhausted for the patient. Technical services (ts) discussed the shocks and programming options for the patient. No adverse patient effects were reported. This was going to be discussed further with the physician.